Event description:
Initially, the customer reported the ventilator shut down/reset while connected to a pt on at least 3 separate occasions. After the initial report, the customer reported that when the pt was transported from the hosp bed to the ambulance, the ventilator skipped a couple of breaths with an audible alarm. The ventilator functioned properly for a couple of minutes and then the ventilator stopped giving breaths for approx 50 seconds to 1 minute with an audible alarm. The pt was taken off the ventilator and was manually ventilated for the duration of the transport. No pt harm reported.

Manufacturer narrative:
Na